Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 30nov2018. He customer addressed the issue. Although requested no additional information was provided by the customer. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported by the international customer that the ventilator generated an error. No patient involvement. The event date was not specified; estimate used.